Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
This is a non-us event. The event occurred in (B)(4). When it came time for the consumer to remove the tampon, the string came out with only 1/4 of the cotton that was inserted. The rest had unraveled inside and she manually removed long pieces of cotton type material.